Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt reports, starting within the past two weeks, stiffness in his knees when stimulation is on. Caller states the pt has bilateral leg pain/kneecap pain and the dtm programming that the pt has been using has been effective for pain. The caller also confirmed the pt has been on this programming for some time though caller did not say for exactly how long. The caller states the stiffness in the knees is directly related to stim as when the pt turns stim off, the issue resolves. The caller programmed pt on ld stim today and the pt reported the stiffness being present. Caller noted he is aware of leg 'heaviness' in other programming situations with dtm patients but wondered if there is a standard guidance or programming considerations for knee stiffness. Agent reviewed caller will need to consider trying programming options to see if issue can be avoided. Additional information was received from the manufacturing representative. Rep stated the patient remained on dtm but was put on cycling and stiffness went away. Issue resolved. Information confirmed with physician. Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) had a lead revision. [Already documented in pe 706982819] rep reported that ever since the revision, pt had been complaining bilateral leg stiffness whenever stimulation was turned on. Rep has tried decreasing pulse width and rate. Rep reported pt was on dtm. Rep noted they decreased pt's intensity to 0/1 ma and p got pain relief, but the stiffness continued. Rep reported pt has tried turning stimulation off and the stiffness goes away, but the pain returns. Rep reported pt had a trial on ld programming, but that did not cover their pain and there was no stiffness. Rep has also tried ld programming on current implant and it did not cover pt's pain and the stiffness was still there. Rep reported ld and dtm causes stiffness. Technical services suggested getting and x-ray of the device and suggested decreasing intensity and pulse width for 1 week then try decreasing rate. Redirected pt to their healthcare provider (hcp).

Manufacturer narrative:
B3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the stiffness is caused by the stimulation. The rep has been working with patient and have worked through lowering intensity level to 0.1 on all programs and stiffness still occurred. Then lowered pw on all dtm programs. Same stiffness occurred. Then lowered rate on all programs and stiffness still occurred. They have tried the same on different electrodes and still occurred. They are going to continue to work with the patient and try the programming on the other lead.